Event description:
It was reported that during an unknown procedure (1) the tip of knife was broken and (2 ) the hand control button was dropped. No patient consequences were reported. No patient consequences reported. Two devices will be returning.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.